Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump received with moisture damage motor, vibrator and battery tube assembly. Insulin pump received with cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 40 mg/dl at the time of incident and drank a soda then blood glucose went high and it was 289 mg/dl. Customer other relevant blood glucose level was 60 mg/dl and treated with fruits. Customer also stated that the insulin pump was exposed to moisture and it was not working. It was also stated that the insulin pump vibrated with motor error and gave too much insulin and battery compartment entrance crack down to the threads. The insulin pump will be returned for analysis.